Event description:
Information received from the intreped clinical database. Treatment of a right unruptured supraclinoid sidewall aneurysm measuring 36mm x 9.1mm. Nineteen days post pipeline procedure involving four telescoping pipelines, it was reported that the patient had a right sided parenchymal hemorrhage with significant left sided weakness. It was reported that the patient's condition resolved on (B)(6) 2012.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other devices involved in the event are as follows: model: fa-77500-20 / lot: not reported / dom: n/a / exp: n/a model: fa-77475-12 / lot: not reported / dom: n/a / exp: n/a model: fa-77475-14 / lot: not reported / dom: n/a / exp: n/a. (B)(4).